Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer's mother reported the customer received a "scan again in 10" message for more than two hours while wearing the adc freestyle libre sensor and readings were unable to be obtained. Was unable to obtain readings. Customer experienced symptoms described as weakness, bruises under the eyes, thin face and required treatment of insulin (dose/type unspecified) by the mother. There was no report of death or permanent impairment associated with this event.